Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The patient's mother reported that two of the patient´s sensors failed since sunday. The first sensor had an error message "sensor fail, replace your sensor now", and the second one stated "transmitter not found" and they experienced multiple signal losses with this sensor, for which this complaint was opened. The patient inserted a new sensor after seeing the sensor failure message on sunday, and after insertion, he started feeling bad overnight. The patient was experiencing frequent urination, feeling ¿high¿ and was just overall sick in general. According to the mother, he was still getting cgm readings, but the sensor would keep saying signal loss multiple times and then in the end it just stated, ¿transmitter not found¿. No cgm readings were reported from the event. The mother called the urgent care but stated that they were closed. The urgent care called them back and advised the patient to give himself 10 units of insulin and continue monitoring. An unknown time after that the ketones were testes and were ¿high¿. A fingerstick was done and the blood glucose was reading 736 mg/dl. While still being on the call, the mother said the patient will be picked up by his grandfather to be transported to the hospital due to high ketones. The patient was admitted for a total of 1 night and was discharged the day after the event. No treatment was documented from the hospital and multiple attempts to gather more information were unsuccessful. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.